Event description:
It was reported that prior to the start and pre-anesthesia of a da vinci-assisted pulmonary lobectomy surgical procedure, customer encountered error 32100 on universal surgical manipulator (usm) 4. The customer had already rebooted the da vinci system, but the issue persisted. The customer received phone assistance from the technical support engineer (tse). The tse reviewed the system logs and confirmed the error related to armnet 4 axes controller setup joint (acj). The tse guided the customer to perform a hard power cycle using the emergency power off (epo), but the issue remained on the same arm. The customer did not want to proceed with using the system as a three-arm system configuration. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) went onsite to further investigate the reported event. The fse replaced setup joint (suj) 4 to resolve the issue. Isi received the usm involved with the complaint and completed the failure analysis investigation. The usm was analyzed, and the reported error 32100 was confirmed but not replicated. Error 32100 was shown in the system logs indicating a voltage monitoring fault, with p values pointing to the wrist brake. Upon visual inspection, no issues were found related to the reported event. Installed the suj onto a golden system where no faults occurred and the unit functioned as expected. Based on these findings, the probable root cause is attributed to the acj board and the wrist brake assembly. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.